Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vicm5_12.6, -8.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. It was reported that there was no patient injury. On (B)(6) 2021 the lens was explanted and replaced within the same surgery and the problem resolved. Cause of event was unknown.